Event description:
It was reported that a table wheel broke which caused the mr table to tip. The pt fell over, onto the mr technologist. Both the pt and the technologist had x-rays taken. A serious injury was not reported. During transport, the table side rails are to be up to prevent the pt from falling to the floor in the event of a wheel breaking while the table is in transit. When not in transit, the tale is attached to and supported by the magnet system.